Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the helix of the lp became elongated. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.